Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. Real-time measurements of the lead revealed no abnormalities. No lead anomalies were noted on fluoroscopy. Lead was capped and replaced without complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.